Event description:
The complainant was placing a impella cp for the support of a patient admitted in acute myocardial infarction and cardiogenic shock. The pump was mistakenly started outside of the body, and therefore was replaced. The team replaced the pump and placed a new cp along with extracorporeal membrane oxygenation to support the patient. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the pump did not start has been completed. No product was returned for evaluation. Data logs were reviewed and real time log from field shows ¿impella stopped (rpm deviations)¿ and ¿impella stopped ¿ motor current high¿ alarms were triggered right when pump was attempted to be turned on. Placement signal was also near 0 at time of alarm. Clinical details noted that pump was attempted to be turned on before being inserted in patient. The root cause of the pump did not start issue was due to a use issue as pump was started outside of the body. Added-h6 med dev prob code 1502.